Event description:
Per complaint (B)(4), after clinical procedure, broken/fractured component was observed.

Manufacturer narrative:
Patient identifier is unknown. Explant date is not applicable since the product was not removed lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.